Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) units new compressor is defective. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cardiosave intra-aortic balloon pump (iabp) units new compressor is defective.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the compressor, however the new compressor also malfunctioned. The fse replaced the compressor again at a later date with no issues. The unit was returned to the customer and cleared for clinical use. The maquet failure analysis and testing dept. Received scroll compressor, with a reported unit failure of a compressor malfunction. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Failed the compressor output test. Fat was able to verify the compressor malfunction.

Event description:
It was reported that during inspection by a getinge field service engineer(fse), the cardiosave intra-aortic balloon pump (iabp) units new compressor is defective. There was no patient involved.